Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's ipg is inoperable. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's ipg became inoperable after the patient stopped charging the device.

Manufacturer narrative:
Corrected data: b5 updated to indicate that the ipg became inoperable after the patient stopped charging the device. Medical device problem code updated from 2885 - battery problem to 2017 - improper or incorrect procedure or method.

Event description:
It was reported that surgical intervention was undertaken in which the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.